Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's home was struck during a lightning storm and a -pop- sound was heard from the transmitter. Subsequently, the transmitter would not power up. The unit was returned.